Manufacturer narrative:
The customer did not provide any additional information for investigation. The instrument software indicated the procell and cleancell reagents were on the instrument but the bottles were empty. After the customer replaced the bottles, qc was acceptable and repeat testing results were correct. The event is consistent with an operator handling issue at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for hcg on a cobas 6000 e 601 module. The initial result was 24245 iu/l. This result was reported outside of the laboratory. The result did not correspond to the patient¿s clinical condition. The customer discovered that the procell and cleancell reagent bottles were empty at the time of the initial result. After replacing with new procell and cleancell reagent bottles and running qc, the repeat result was 45092 iu/l. This result was believed to be correct. The hcg reagent lot number and expiration date were not provided.